Manufacturer narrative:
Multiple attempts were made to try to obtain further information about this case, but no response was received from the customer.

Event description:
Philips received a complaint from customer biomed reporting a dim display on the v60 ventilator. The device was in clinical use. There was no report of harm. There was no patient impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and advised the customer to update the display to a second-generation display. Advised customer they likely have a hydid display installed. Provided customer the parts to update to a generation display. The rse provided the customer the part details for customer order. The investigation is ongoing.